Manufacturer narrative:
Results: a review of the device history record revealed no reject activity associated with this complaint. We received one used unit for our investigation. Our quality technician identified jagged edges to the distal end of the catheter and an abrasion in the catheter tubing just below the molded junction. The abrasion has been caused from the inner wall to the outer wall and displays jagged edges. Conclusions: no corrective action will be taken at this time, as this type of incident is characteristic of excess stress applied to the catheter tubing. This product is pull strength tested and 100 percent leak tested to ensure catheter integrity. (B)(4).

Event description:
The clinician flushed the catheter with a 10 ml syringe and the tubing exploded, causing blood to splash in the clinician's eyes. Uf# (B)(4).